Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot. Upon functional testing, the fse found that the host pc was not turning on automatically with the system and had to be turned on manually. Upon further analysis, the fse found that the cmos battery voltage was low. To resolve the issue, the fse replaced the cmos battery of the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.